Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented some damage to the end of the driveline with no alarms present. Rescue tape was applied to the driveline. A clamshell repair is planned for the patient's next clinic visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the silicone, distal-end bend relief near the metal connector of the patient¿s driveline, was confirmed through the account¿s submitted photograph. Information later received stated that the patient had been scheduled for a clinic visit in (B)(6) 2020; however, the visit was cancelled due to the covid-19 pandemic. The patient is currently incarcerated and will be rescheduled when il state restrictions are lifted. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.